Event description:
A healthcare professional reported that air bubbles in the anterior chamber and aspiration issue was observed during surgery. Procedure type was unknown. The surgery was completed on same day. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.